Manufacturer narrative:
On 18-mar-2016, a technical support specialist performed troubleshooting with the customer. Tss had the customer power down and rotate the carousel. The customer was meeting resistance and said the turntable lifts and can't see if something is under it. On 18-mar-2016, an fse conducted follow-up with the customer and found that to address the reported events. Fse performed troubleshooting with the customer and found that upon arrival the unit was not homing the carousel. The fse was able to rotate but only half way and found that the home sensor flag was hittinng the mouting bracket. He took the home sensor off and bent it back to the correct orientation. The fse then ran several checks to make sure nothing was hitting or causing the flag to get bent. The software was also upgraded. The most probable cause of the reported event was due to a bent home sensor flag. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported error 4001 turntable home detect and 4004 turntable slip failures with their aia-360 analyzer. The customer is unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported events, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.